Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan result and experienced symptoms described as confusion, sweating, and a seizure. Customer was unable to self-treat and had contact with an hcp who administered insulin (dose/type unspecified) and metformin for treatment. A sensor scan result of 2.9 mmol/l was compared to hcp meter readings of 22.5 mmol/l, 17.6 mmol/l, and 14.3 mmol/l and the results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan result and experienced symptoms described as confusion, sweating, and a seizure. Customer was unable to self-treat and had contact with an hcp who administered insulin (dose/type unspecified) and metformin for treatment. A sensor scan result of 2.9 mmol/l was compared to hcp meter readings of 22.5 mmol/l, 17.6 mmol/l, and 14.3 mmol/l and the results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Sensor state was unable to be confirmed as sensor was reprogrammed before initial scan. Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.